Event description:
During the transfer of a patient from a wheelchair, lift bar and chain seperated. The lift and patient tipped and landed on employee's left upper leg. Leg was splintered and employee transferred to hospital. Leg was not broken, as originally suspected. Employee is being treated with pt and ice packs. Results of evaluation showed user had not followed instructions. Serious injury did not occur but could if the incident reoccurredinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 4.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure, misapplication of device. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.